Event description:
It was reported that a head was revised due to unknown reasons. No more information provided yet.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Insufficient information. There is not yet enough information available to classify the health impact. Insufficient information. Health effect appears to have occurred but there is not yet enough information available to classify the clinical signs, symptoms and conditions. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.